Event description:
During an atrial fibrillation ablation procedure, a fluid leak was noted on the irrigating tubing side for the catheter. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Microscopic inspection of the luer hub revealed a small gap at the luer/irrigation tubing junction due to insufficient adhesive applied between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing.